Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal power distributor (upd) due to error 31221. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the upd for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 31221 points to the hardware highside switch fault field programmable gate array (fpga) logic has detected a loss of power.

Event description:
It was reported that during a da vinci-assisted surgical procedure that non-recoverable fault 31221 occurred. The customer performed a hard power cycle, but the fault persisted. The intuitive surgical inc (isi) technical support engineer (tse) assisted the customer with performing an additional hard power cycle, however, the fault repeated. The tse advised the customer that the system is in a down state, and an isi field service engineer would need to perform further troubleshooting to resolve the issue. The tse also assisted the customer with releasing two instruments using the instrument release key. No known impact or patient consequence was reported.